Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device tilting was a result of the patient's anatomy- the ins was on a fold in the skin when they sat up; as the skin healed the ins was tilted. The revision resolved the ins being tilted and the patient had no complaints after the revision was performed. No further complications reported.

Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2017 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that the patient's lead migrated. The patient had follow up visits on (B)(6) and (B)(6) and reported great relied and coverage but pain to ins site. The ins healing tilted in pocket. The hcp reported that the patient had an x-ray on (B)(6) and it showed that the lead migrated. The patient reported that they helped move boxes during their move because she was feeling so much better. As of this report the patient reported great coverage and relief with current programming. The hcp opted not to do a lead revision at this time due to patient satisfaction and adequate coverage. Device revision only. The impedances were checked and were within normal range. Patient medical history copd, htn, depression, anxiety, neuropathy and osteoporosis. No further patient symptoms or complications were reported in this event.